Event description:
The injector was set to inject at a flow rate of 2 cc/sec. For a total volume of 150 cc. The patch was used and the eda did not alarm despite an extravasation estimated to be approximately 120 cc's. The doctor sent the pt home after performing an eval and told the pt to call if there were any problems.